Event description:
It was reported by svc report that the siderail was cracked and sharp edges were found. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Exposed sharp edges on the broken siderail.